Manufacturer narrative:
.

Event description:
It was reported that several inappropriate auto mode switch episodes due to far r-wave oversensing were observed via remote transmission. Programming changes were recommended and will be made when the patient is next seen. No patient symptoms were reported.